Manufacturer narrative:
Unique identifier: 010084068210229221apwz0154811200504. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.